Event description:
While attempting to defibrillate a patient in cardiac arrest, the device was unable to discharge. The emt pressed the analyze button, device charged to selected energy and then failed to discharge. Emt pressed the analyze button a second time, and the device successfully discharged at 200 joules. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.